Manufacturer narrative:
Manufacturer's analysis conclusion: a direct correlation between heartmate 3 lvas and the reported bleeding could not be conclusively established through this evaluation as no product was available for investigation. The patient remains ongoing on heartmate 3 lvas and no additional complaints have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the device history records for (B)(6), showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 0 days (occurred during implantation). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that during implantation bleeding was noted between the apical cuff and blood pump. Additional silk sutures placed on the metal struts of the apical cuff and tied across the middle of the blood pump to pull the cuff closer to the device. The sutures made the gap tighter and the bleeding stopped. No further information was provided.